Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequent day, portable supine kidney, ureter, bladder (kub) and abdomen 1 view showed that there was an inferior vena cava filter at the l3 level. Approximately two years and ten months later, the patient presented with intermittent right sided back pain, sometimes radiated to the right side of abdomen. Approximately after two months and thirteen days later, the patient presented with acute abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis showed that an inferior vena cava in place. Approximately a few days later on an unknown date, the patient was diagnosed with pulmonary embolism post filter implant. Subsequently, later retrieval of the filter was attempted. Percutaneous puncture was made into right internal jugular vein with guidewire to follow. A clover snare device was inserted. The previously placed filter was successfully retrieved. Therefore, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated to the inferior vena cava. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated to the inferior vena cava. The device was removed percutaneously. The current status of the patient is unknown.